Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample revealed no visual nonconformities. The returned phacoemulsification handpiece was connected to a calibrated ophthalmic operating console, where the phacoemulsification handpiece tuned successfully and completed a five-minute burn-in test. The phacoemulsification handpiece was then connected to a calibrated to another ophthalmic console. System message (sm) [tune failed ¿ loose tip] displayed when the handpiece attempted tuning. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to not meet alcon specifications per manufacturing test procedure (mtp). Disassembling the handpiece revealed moisture ingress within the electrode chamber. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The customer reported that the phacoemulsification handpiece would not generate phacoemulsification power and caused system message (sm) [handpiece current is too low. Please replace handpiece and re-tune] to display. Based on the information available, the customer reported event of sm [handpiece current is too low. Please replace handpiece and re-tune] cannot be confirmed. The customer reported event of no phacoemulsification power was confirmed through testing, which found moisture ingress to cause a short circuit from the high electrode to ground. System message (sm) [tune failed loose tip] was also observed during testing, which is related to phaco power issues caused by moisture ingress. The root cause of the reported event, sm [handpiece current is too low. Please replace handpiece and re-tune], is inconclusive. The root cause of the reported event of no phaco power can be attributed to moisture ingress causing a short circuit from the high electrode to ground; however, how or when moisture entered the handpiece remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract surgery, a phacoemulsification handpiece would not emulsify the lens in quadrant mode. A system message was displayed. The surgery was completed by using another handpiece. There was a patient contact but no patient harm.